Manufacturer narrative:
(B)(4) (4 of 8).

Event description:
A customer alleged that the safety shield on the optimum 30 deg straight w/safety (10/sp) was identified as retracted prior to use. There was no patient or user involvement and no injury reported.

Manufacturer narrative:
The UDI number and the following sections were updated : type of investigation. Investigation findings. Investigation conclusion. 4 of 8.